Event description:
The caller reported that the tracheostomy tube was placed in the pt during a routine change. A few hours later the ventilator alarmed and the pt "desated". The caller stated there was no pt treatment given and a non-routine replacement of the tube was performed. The caller reported the failure of the tube was in the pilot balloon. The tube was discarded.